Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to leads presented high impedance. The explanted device was returned. The patient is doing well post operatively.

Manufacturer narrative:
Correction to the initial MDR in block: b5, h11, block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-extension: upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: (B)(6). Product family: scs-extension: upn: m365sc3138250. Model: sc-3138-25. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) system was explanted due to leads presented high impedance. The patient is doing well post operatively. The explanted device will not be returned as it was kept by facility.

Manufacturer narrative:
Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6); product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6).